Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported the surgeon was performing a right tympanoplasty procedure. Two packages of otomimix would not solidify during prep. The surgeon explained that the mixture does not harden on the tissue it just falls apart, but the mixture will harden if not in contact with patient's tissue. The surgery was prolonged by an hour due to trying two boxes and then having to go to the third to finish the procedure. There was no negative outcome to the patient.